Event description:
It was reported that a patient underwent a liposculpture procedure on (B)(6) 2014 and suture was used. During use, the suture broke. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned suture was present in the plastic suture tray and was not dispensed, but was extremely brittle and could not be handled without breaking, indicating significant degradation from exposure. The laminated foil packaging was not returned so a complete examination of the laminated foil packaging to determine the presence of any damage, defect, or other anomaly, was not possible. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.